Manufacturer narrative:
The baxter technician found the head hydraulic solenoid needed to be replaced. Per the baxter service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the head section slide pivots, self-lubricating bearing, and slider pivot extrusions. Look for damage, and make sure the head section operates correctly. Replace components as necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the head hydraulic solenoid to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report that totalcare bariatric capital had head of bed not going up. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.